Event description:
Two hosp reps, an infection control practitioner and a dir of surgical services, reported that eight pt bronchial washings cultured positive for pseudomonas sp. Stenotrophomonas maltophilia following bronchoscopy procedures. The eight pts were hospitalized prior to the bronchoscopy procedures; three infected pts were treated with antibiotics. The outbreak was first reported to olympus 09/08/2000. 09/28/2000 when contacted, the hosp reps mentioned that a ninth pt's bronchial washings recently cultured positive following a bronchoscopy procedure.